Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right ostia: essure in place, part of contralateral essure coil embedded'), perforation ('perforation(other)') and device expulsion ('migration / left ostia: essure coil migrated out partly into cavity') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism and cholecystectomy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). The patient was treated with surgery (hysteroscopic removal of essure and hysteroscopic removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, perforation, device expulsion and mental disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device expulsion, embedded device, genital haemorrhage, mental disorder, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful essure with closure of both fallopian tubes, normal uterine cavity. No free spill of contrast. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received : new reporter, lab data added. Previously reported event "migration" updated to "migration / left ostia: essure coil migrated out partly into cavity", event "right ostia: essure in place, part of contralateral essure coil embedded" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right ostia: essure in place, part of contralateral essure coil embedded'), perforation ('perforation(other)') and device expulsion ('migration / left ostia: essure coil migrated out partly into cavity') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism and cholecystectomy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). The patient was treated with surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, perforation, device expulsion and mental disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device expulsion, embedded device, genital haemorrhage, mental disorder, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful essure with closure of both fallopian tubes, normal uterine cavity. No free spill of contrast.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation(other)') and device dislocation ('migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation and mental disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage, mental disorder, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s)-not specified. Result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event injury updated to perforation. New event added: pelvic pain, abnormal bleeding, psych injury, migration. Essure removal date added. Case upgraded to serious incident. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.